Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that they had difficulty interrogating the ins with the communicator and the implant dates had reset to today¿s date. The patient¿s settings and reprogramming had to be reinput. The patient didn't feel like the ins was off when they walked into the office today. The doctor had since instructed the patient to not use their patient programmer because they were concerned about a device malfunction. The caller stated they were concerned that the issue may be related to a cardiac ablation procedure. There were no further complications reported.

Manufacturer narrative:
Correction: product problem only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were going to see the patient on february 5th and were going to capture the manufacturer file and another rep. Was going to get log files from the physicians¿ tablet. No further complications were anticipated.